Event description:
Problems with mesh made by davol bard composix mesh size 8x10 inches - 20.3 cm x 25.4 cm lot 43ijd230. He has had an open wound for almost 3 yrs. Have been going to open wound "spec" for the last six months. Dr got it almost well and infection and mesh keep coming out, also staph infection. Please let me know about this mesh. Thanks wife. Dates of use: 2000 - 2008. Diagnosis or reason for use: abd hernia repair.